Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage. Additional observations: crease flat observed in the device. Brown particles observed in the surface of the shell.

Event description:
Healthcare professional reported left side "prosthesis rupture." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "prosthesis rupture." The device has been explanted.